Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed system error 345. A review of the event history log identified system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was identified to be the downstream thermistor sensor reading out of the calibrated specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.